Manufacturer narrative:
The endowrist vessel sealer instrument involved with this event has not been returned to isi for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. However, the site provided a photograph of the distal end of the instrument involved with this complaint. The photograph revealed that the grip was broken. This type of instrument damage is usually caused by sudden impact, such as collision with a hard surface or a drop to the floor, to the extent that is considered misuse/mishandling. A follow-up MDR will be submitted if the instrument is returned (post-failure analysis evaluation) or if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2018. Exposed blade error was found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: after a da vinci-assisted total benign hysterectomy procedure, a fragment from the endowrist vessel sealer instrument allegedly was found missing. However, at this time, the location of the broken instrument fragment is unknown. It is also unknown if the missing fragment was retained by the patient.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy procedure, the blade of the endowrist vessel sealer instrument did not retract and the instrument was removed from the surgical field. After sterilization, a missing fragment was noted at the tip of the instrument, and the location of the missing fragment is unknown. Intuitive surgical, inc. (Isi) contacted the robotic program manager at the site and gathered the following information regarding the reported event: during a da vinci-assisted total benign hysterectomy procedure, the endowrist vessel sealer instrument had an exposed blade and the instrument was removed. After the surgical procedure was completed the endowrist vessel sealer instrument was sterilized. At that time, the robotic program manager noticed a small fragment was missing from the tip of the instrument. He followed up with the surgical staff who were present during the robotic procedure and confirmed that no fragments were noted to have fallen inside the patient. The robotic program manager stated that it is the site's protocol to examine all the instruments before and after the procedure and no missing fragments were observed at that time. The surgeon was then informed of the missing fragment, and she made the decision not to investigate further. The site was unsure of the location of the missing instrument fragment and did not know if the patient retained the broken piece. The patient has been informed about the missing fragment. The patient has not returned with any post-operative complication.